Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported the that they moved their lead to the other side. They were not satisfied with the location and determined something was off. Now that they moved it to the other side, they are more confident that the lead is closer to the nerve. The implantable neurostimulator was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
Device serial number updated device implant date updated d7: device explant date updated section information references the main component of the system and other applicable components are: product ID 3889-28 lot# va0njxy implanted: (B)(6)2015 explanted: (B)(6)2016 product type lead due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.